Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 53 mg/dl, 107 mg/dl. Customer treated with apple juice for low blood glucose. Customer was referred to speak to their health care professionals. Customer stated the site was actively bleeding. Customer reported that they receive calibration not accepted alert and not receive sensor updating. Customer stated blood was visible on the sensor connector. The device will not be returned for analysis.